Manufacturer narrative:
The device was returned to olympus for evaluation and the customer's allegation was not confirmed. However, a cracked video connector was identified during the inspection. Follow ups were made to gather additional information regarding the event reported , however, were unsuccessful as no response is received. Based on the results of the investigation, a definitive root cause of the reported phenomenon cannot be conclusively identified. The cause of the occurrence could not be identified based on the information available from this complaint and the results of the investigation. Since the device is more than 15 years old, the device history record (DHR) was unable to be reviewed. However, olympus only releases products to market that meet all manufacturing specifications and final product release criteria. This device instructions for use (IFU) indicates: endoscopic image disappearance and freezing. Warning the following items must be strictly observed. Endoscopic images may disappear unexpectedly during an examination, or the freeze may not be released. Do not clean, disinfect, sterilize, or store this product with tweezers, forceps, or scalpels. There is a risk of puncturing the camera cable and damaging the electrical circuitry inside the product due to water leakage. Be very careful not to scratch the camera cable with sharp objects. Do not bump or drop this product. Water leakage may damage the electrical circuits inside the product. Connect the video connector to the otv-s7pro when it is sufficiently dry, including the electrical contacts. Wet connection may cause malfunction. When straightening the camera cable, a part of the camera cable may become a loop of approx. 10 cm or less. When a loop of approx. 10 cm or less occurs, do not forcibly pull on the camera cable, but release the loop while rotating the camera head and gradually straighten it out. Forcibly pulling on the loop may apply strong force to the camera cable, which may cause the camera cable to break. Do not apply excessive bending, pulling, twisting, crushing, or other force to the camera cable. Doing so may cause the camera cable to break. When wiping the outer surface of the camera cable, do not squeeze the camera cable strongly. Doing so may cause the camera cable to break. Do not operate the camera head or endoscope while holding only the camera cable during use. There is a risk that the camera cable may break. Do not secure the camera cable using a pean or other means. There is a possibility that the camera cable may break. Olympus will continue to monitor the field performance of this device.

Event description:
It was reported the subject camera head device had an issue with the cable. There was no harm or injury reported.